Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found the white blood cell (wbc) bath was loose. The fse replaced all wbc aperture o-rings and tightened the wbc bath to resolve the leak. Repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from a coulter lh 780 hematology analyzer. The volume of the leak was less than 1 ml and was contained within the instrument. The instrument operator was wearing gloves, goggles, and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.